Event description:
Customer reportedly obtained results of 303 mg/dl, 149 mg/dl, 309 mg/dl, and 180 mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of the suspect device and replacement was sent.